Manufacturer narrative:
Service was dispatched due to discrepant hiv ag/ab combo results generated on the architect (B)(6), serial # (B)(6). When troubleshooting the issue service cleaned gel and buildup from the wash cup cleaned and replaced multiple parts including the sample arc, probe. The arc, probe (list number 08c94-47) was deemed the likely cause for the issue; however, sample integrity could not be ruled out. The service history of the (B)(6) verifies no subsequent false reactive results have been reported since the current issue was identified. Trending was reviewed for the analyzer and probe and did not identify any increase in complaints for the complaint issue. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect (B)(6), serial number (B)(6), or the sample arc, probe (list number 08c94-47).

Event description:
The customer observed false positive results for architect hiv ag/ab combo on the architect i200sr processing module. The patient was repeated with both positive and negative results. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) initial result = 10.81 (hiv) same sample ultracentrifuged repeated = 8.16 alternative sst samples from same patient draw = 0.43, 0.15 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive results for architect hiv ag/ab combo on the architect i200sr processing module. The patient was repeated with both positive and negative results. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6), initial result = 10.81 (hiv) same sample ultracentrifuged repeated = 8.16 alternative sst samples from same patient draw = 0.43, 0.15. No impact to patient management was reported.